Manufacturer narrative:
This part is distributed as a pack of four set screws with part# 5540030. This part is not approved for use in the us, however a like device with part# 5540030, upn (B)(4), 510k# k113174 is approved for sale in the us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent a surgery due to degenerative lumbar scoliosis at th12-si. Post-op, the set screw of si backed out. It is possible that the re-operation would be performed.